Event description:
It was reported that a cadd® cadd-legacy® plus pump double beeped no cassette. The pump has a damaged screen. No patient injury reported.

Manufacturer narrative:
One cadd® cadd-legacy® pump was returned for analysis in good condition. The customer's reported problem was "double beep no cassette, screen damage". Inspection of the pump's event log showed no evidence of reported problem. Evaluation testing consisted of powering on the pump, attaching cassette to test pump, and a visual inspection of the pump. Right after the power up, the pump double beeped continuously. The screen damage was confirmed. Visual inspection found the lens scratched. The downstream sensor (dso) and lens were replaced. The device history record was reviewed and found to be in compliance. No manufacturing or testing issues were found.